Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty positioning the cds, physical resistance when rotating the arm positioner, the clip being slightly inverted and difficulty closing the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The cds was advanced to the left atrium. While steering the cds to the mitral valve with the m-knob, it was noticed that the cds was diving medial. When the clip was above the valve, it was noted that the clip was slightly inverted. The arm positioner was turned, but resistance noted, and the clip was difficult to close. Force was used to turn the arm positioner, and the clip closed successfully. The decision was made to remove the cds and replace the device. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.